Event description:
It was reported that the implanted device was replaced after 1.5 yrs of service life.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.